Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed via remote transmission. Programming changes were made and resolved the oversensing issue. Patient condition is stable.